Event description:
Attempted to use product with an acute left basal ganglia hemorrhage. Under ultrasound and fluoroscopic guidance a 5f micropuncture kit was used to access the right femoral artery. The microwire would not go smoothly. The microwire was pulled out, followed by the needle after 3 attempts at access. A retained microwire portion is noted on fluoroscope around the right femoral access site. FDA safety report ID# (B)(4).